Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "irritation". No specific details were provided. No other information is available at this time. Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2001, z-1973-2001, and z-1974-2001. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.